Event description:
It was reported that the ventricular lead fractured and exhibited loss of capture and high impedance. The lead was successfully capped and replaced. The patient was stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.